Event description:
During the endoscopic vein harvesting procedure, the scissor toggle broke mid way through procedure. The pa opened a second unit but the scissors would not cauterize properly. The procedure was completed using a bridging technique. No additional pt complications were reported.